Manufacturer narrative:
The cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had runs of ventricular tachycardia. The patient underwent one round of advanced cardiovascular life support to achieve return of spontaneous circulation. At that time, the patient was cannulated for va ECMO. Per doctor¿s comment the vt was not attributed to the impella. The patient was successfully explanted with heart recovery.